Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history records review indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional info was requested on 01/13/2011, 01/21/2011 and 02/03/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A user facility reported an intraocular lens (iol) was explanted due to a refractive surprise. The iol was exchanged for the same model, different power iol. Additional info has been requested.